Manufacturer narrative:
Result: plunger clip.

Event description:
It was reported by service report that the left siderail will not latch in the up position. No pt involvement or adverse consequences are reported.